Manufacturer narrative:
Additional information was received that there was condensation in the patient circuit. This is a user error. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.